Manufacturer narrative:
(B) (6). As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4) clinical study. Same case as 2134265-2010-02057. It was reported that during a carotid artery stenting procedure the patient experienced hypotension. The target lesion was located in the ostium of the right internal carotid artery with 90% stenosis and was 20 mm long with a 6.0 mm reference vessel diameter. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 30%. The patient was discharged 2 days later. During the index procedure, the patient developed hypotension. The patient was treated with medication and the event was considered resolved without residual effects.